Event description:
Twenty minutes post cannulation (needle size 16), patient complained of discomfort in upper groin. Dialysis discontinued. Swelling noticed on site identified as anastomosis area. Patient sent to (B)(6) for scan and surgical review. Area remains tender to date. (B)(6) contacted regarding scan results. The patient had single needle dialysis. The graft remains implanted, the dialysis was stopped and found there was narrowing at the anastomosis.

Manufacturer narrative:
The patient complained of discomfort during dialysis. A device evaluation cannot be performed due to the fact the graft remains implanted and no additional information is currently available in regards to the complaint. A device history record review was performed along with the sterilization records and were found to have met all specifications. A follow-up report will be submitted upon any additional information that is obtained regarding the complaint.